Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using a bd¿ microset vented ard ap ss, the flow rate was not accurate. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that when using a bd¿ microset vented ard ap ss, the flow rate was not accurate. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: the initial MDR 438535, MFR. Report, indicated an investigation would be reported. This complaint was opened in error and was re-opened in the correct complaint management system, reference: (B)(4). No additional information or investigation will be presented here.